Manufacturer narrative:
(B)(4). Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device is not available to stryker.

Event description:
The customer reported that the star chamfer reamer broke during surgery and that part of the instrument is still inside the patient. The surgeon reported that he was reaming front of talus as usual and the device just broke. A surgical delay of 30 minutes was reported as the surgeon made attempts to retrieve the piece of the device. Medical intervention in the form of x-rays in theatre was required. The case was completed successfully. The customer reported that the theatre nurse checks the kit.